Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Since the device was not returned, the exact cause was unknown. The cable and the image sensor failure were likely to be broken due to external force caused by handling at the time of transportation, storage, use, reprocess, etc., omsc surmised that it was because the function of communicating images was lost. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for use the device, a scope err e315 and scope communication err b30 appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.